Manufacturer narrative:
Concomitant medical products: cls® spotorno®, expansion shell, uncemented, 54, item#94.54.19, lot# a803256. Metasul cls spotorno, insert, 54/28, item# 60.13.28-54 lot# a835228. Cls® spotorno®, stem, 145°, uncemented, 13.75, taper 12/14, item# 29.00.09-137, lot#a788761. Metasul head 28mm "s" 12/14, item#19.28.05, lot# a792299. A revision surgery due to periprosthetic femur fracture was performed. During this surgery the change of the cls metasul inlay with a new durasul inlay could not be performed as the latter did not fit in the cls shell. The case at hand treats the event of the non fitting inlay. The revision surgery due to periprosthetic femur fracture is treated in 0009613350-2017-01545. Trend analysis: no trend considering the following event is identified: not able to assemble insert in to cup. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Examination of the manufacturing documents: the manufacturing documents were inspected and the information about the production and the expiration date of the retrievals at hand is presented below. Based on this it can be assumed that the implantation of the components was between (B)(6) 1997 and (B)(6) 2002. This would result in an approximate time in vivo between 15 and 20 years. Production and expiration date of the components: device name, production date, expiration date; cls stem, april 1997, april 2002; metasul head, may 1997, may 2002; cls metasul insert, june 1997, june 2002; cls shell, july 1997, july 2002; event description (event details, per) the zper reports that during revision surgery the change of the cls metasul inlay with a new durasul inlay could not be performed as the latter did not fit in the cls shell. Event summary: considering the two separate events, revision surgery due to a periprosthetic femur fracture and the not fitting of the durasul insert in the shell, two complaints were initiated and registered as (B)(4), respectively. Information from the sales representative: an email received on 24.10.2017 from the sales representative informs that: ¿there was a periprosthetic femur fracture (treated in (B)(4)) and with a stem revision the insert is always revised if the shell is fixed¿. Devices analysis: visual examination of the durasul insert and cls cup. The durasul insert shows some scratches and the thread is slightly deformed and sheared off in some areas. The holes for the setting instrument are slightly deformed. These can probably be attributed to the efforts made to screw-in the insert in the cls shell during revision surgery. At least three of the cls shell¿s segments are bent, probably as a result of removing the shell during revision surgery. Fine and coarse scratches can be observed on the anchoring side as well as on the inner side of the shell. These can probably be attributed to the revision surgery as well. On the inner side of the shell, some areas of the thread are damaged. On the anchoring side of the shell bone attachments are noticeable. Measurement of the durasul insert: according to the testing protocol the following design characteristics were identified as relevant to the fitting of the insert in the shell: the insert¿s height, the dimensions of the six holes for the setting instrument, the outer spherical shape and the thread. The height of the insert was measured with a caliper type tesa ip67 (ID: z7264) and the dimension was found to be within the tolerances stated on the respective drawing. However, the other three characteristics could not be checked due to the fact that the insert was damaged and is not anymore in its original condition. Therefore, a new durasul insert from the same lot was checked. The insert¿s height, the dimensions of the six holes for the setting instrument and the outer spherical shape were measured and the dimensions were found to be within the tolerances stated on the respective drawing. The insert¿s thread was checked with a thread gauge and found to function according to the set requirements. Conclusion; the zper reports that during revision surgery the change of the cls metasul inlay with a new durasul inlay could not be performed as the latter did not fit in the cls shell. As further information is not at hand, it can only be assumed that the cls shell was revised due to the fact that the new durasul inlay could not be fitted. The insert¿s height, the dimensions of the six holes for the setting instrument, the outer spherical shape and the thread were identified as relevant design characteristics for the fitting of the durasul insert in the shell. The height of the insert was checked and the measured dimension was found to be within the tolerances stated on the respective drawing. Due to the damage on the durasul insert the other characteristics could not be checked. Therefore, all the relevant design characteristics were checked on a new durasul insert from the same lot. All the measured dimensions were within the tolerances stated on the respective drawing and the thread was found to function according to the set requirements. The revised cls shell shows some damage on the thread. It stays unknown when it came to such damage and if this could have had an influence on the fitting of the new insert. It remains unknown why the durasul insert could not be fitted in the cls shell. It can only be hypothesized that during the revision and/or during the time in vivo the cls shell got slightly deformed which could have prevented fitting a new insert. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. (B)(4). Note: the actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e durasul alpha insert neutral ll/32, 510(k) number 013935) are marketed in USA, and therefore this report was filed.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that during a surgery on (B)(6) 2017 the change from metasul inlay to durasul inlay didn't work. The new durasul cls spotorno, insert, 54/28 did not fit into the cls cup.